Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. It was reported the patient was being treated (unspecified) for the event. Six days prior to receipt of this report the patient passed away, in the hospital. The cause of death was not reported. It was unknown if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. It was reported the patient was not connected to the homechoice device at the time of death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). Additional information provided. Additional information provided: upon follow up, it was reported that the peritonitis was manifested by cloudy effluent. The cause of the peritonitis and subsequent death remained unknown. Should additional relevant information become available, a supplemental report will be submitted.